Event description:
It was reported that the 9800 sys qa output was increasingly out of tolerance. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament was calibrated during the service call. The sys was tested and found to be working as intended and put back into service.